Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 in the morning. The customer blood glucose level was 570 mg/dl at the time of hospitalization and 428 mg/dl at the time of incidence. Customer stated that blood glucose couldn't make it to low reading even bolus was a little bit high. The customer insulin shots and injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer did not allege insulin pump was under delivering. Customer stated that insulin pump passed fill cannula test, displacement test and self-test. The device will not be returned for analysis.